Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device system was explanted due to endocarditis. No return of product is expected and no additional adverse effects were reported.